Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st dec 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, both its anchors broke during insertion. This was detected during a hip joint labrum repair surgery on (B)(6) 2025. The procedure was completed successfully by using the third new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of a fractured ar-1934bcf-2 batch 15371250. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is off-axis insertion, prying, or leveraging the device during insertion.